Event description:
One touch basic enhanced meter would not power on. Patient reported taking food and/or beverage following the attempted use of the meter. The customer service representative confirmed that the batteries were correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. The patient neither alleged harm or experienced injury or medical intervention. Patient's meter was replaced due to an unresolved power issue.